Manufacturer narrative:
The returned ipg passed visual and performance tests. Performance testing verified no loss of electrical current into the surrounding tissue as a result of faulty insulation. A review of the sterilization documentation for the explanted ipg found them to be satisfactory.

Event description:
A report was received that the patient's ipg was explanted due to the device eroding through the skin. The physician stated there were no signs of infection. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was explanted due to the device eroding through the skin. The physician stated there were no signs of infection. The patient is reportedly doing well following the procedure.